Event description:
At an unk date the pt was implanted with the gore excluder bifurcated endoprosthesis. On (B)(6) 2011 the device was explanted due to an expanding iliac aneurysm causing obstruction of the ureter. The device was returned to the hospital's histology department.

Manufacturer narrative:
Lot serial numbers were not available therefore a review of the mfg records could not be conducted. Images and the explanted device have been requested to be returned to gore for analysis.